Manufacturer narrative:
The reported complaint of a leaking solex 7 catheter was not confirmed during visual inspection and functional testing. A visual inspection of the returned catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Blood had accumulated /dried up on the balloons. Note: there was an unusual stat lock device (non-zoll device) was attached to the manifold of the catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing, all catheters are 100 % inspected. Only units that pass are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for solex 7 catheter with lot number 84027.

Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
Upon patient arrival in ICU, a solex 7 catheter lot number unknown was placed in patient right femoral for ivtm therapy. The facility nurse noticed that the pinwheel was not spinning, but the roller pump was turning, and tubing was not getting cold. The nurse called tech line for assist and was instructed step by step through the set-up protocol. The nurse was assessed if tubing was kinked, made sure patient was flat, made sure all connections were secure. The nurse at that time sent a picture of the solex catheter to tech line rep, who noticed an unusual device to secure catheter, it was a stat lock device and more troubleshooting had to be made with the nurse. The nurse claimed that the triple lumen catheter was working just fine and infusing IV medications but the pinwheel was not spinning. She then reported that the solex was secured with the stat lock device only and not sutured in place per the IFU. No known impact or consequence to patient was reported.